Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the distal right coronary artery (drca). The 2.0x12mm mini trek rx balloon dilatation catheter (bdc) was prepared with no noted issues and advanced to the lesion through a 6fr sheath. Resistance was noted with the anatomy. During the initial inflation, the balloon ruptured at 6 atmospheres. The bdc was replaced with another trek bdc and the procedure was continued. There were no adverse patient effects, nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.